Manufacturer narrative:
Vyaire medical file identification: (B)(4) . D4: device was manufactured in 2014 and was not subject to UDI requirements. H3: device was returned for further investigation. Failure analysis lab was unable to duplicate the reported complaint and confirmed the device was functioning as required. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device was exhibiting high- and low-pressure alarms, and all led's went on and the unit shut off while on a patient. There was no patient harm was reported.